Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir. They performed the visual inspection and it failed per inspection. The reservoir is broken from the neck and snap-cap was not returned.

Event description:
It was reported that the customer had physically broken reservoirs. Customer will be sent a return envelope to retrieve the reservoirs.